Event description:
It was reported through a journal article that approximately 2 months post implantation of a knee arthroplasty, the patient underwent a manipulation under anesthesia due to limited range of motion. Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). D10: 42502206602, femur trabecular metal cruciate retaining (cr) narrow porous, lot 63807056 42530007102, tibia trabecular metal two-peg porous fixed bearing right size e, (B)(6) g2: literature citation c. Nakasone, I. Weber, c. Israelite et al., (2025). Early radiographic evaluation of an anatomic porous tantalum tibia: a prospective, multi-center, non-randomized clinical study. The knee (53), 264-272. Https://doi.org/10.1016/j.knee.2025.01.010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. The root cause of the reported event is not device related. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.